Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used during a procedure performed on an unknown date. According to the complainant, it was noted that the catheter was broken. Reportedly, this event happened five years ago with dr. Gilbert.